Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, defects were identified during service evaluation. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: leak - liquid. Dead batteries. The parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The improper maintenance was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the vapr vue wireless footswitch device had battery issues. During in-house engineering evaluation, it was determined that the device had a leak and dead batteries. There was no procedure nor patient involvement reported. No additional information was provided.